Event description:
Name of procedure: coelio vesicle. Event description: the clip appliers reference ca500 expiration date 12/2027 is dysfunctional. There was no damage or impact on the patient. Additional information received from applied medical representative via email on 09july25: patient is ok. No clip has been inserted into the jaws before the instrument is inserted or removed by the trocar. The trigger could be pulled easily and completely. Additional information received from an applied medical representative via email on 23jul25: the trocar model used was cfb12. At the time of action it was impossible to release a clip, the device was blocked, there was no clip between the jaws, the ca500 was stuck. Patient status: there was no damage or impact on the patient. Patient is ok. Intervention: opening another clip.

Manufacturer narrative:
Correction: g2, correcting report source. The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: coelio vesicle. Event description: the clip appliers reference ca500 expiration date 12/2027 is dysfunctional. There was no damage or impact on the patient. Additional information received from applied medical representative via email on 09july25: patient is ok. No clip has been inserted into the jaws before the instrument is inserted or removed by the trocar. The trigger could be pulled easily and completely. Additional information received from an applied medical representative via email on 23jul25: the trocar model used was cfb12. At the time of action it was impossible to release a clip, the device was blocked, there was no clip between the jaws, the ca500 was stuck. Patient status: there was no damage or impact on the patient. Patient is ok. Intervention: opening another clip.